Event description:
It was reported that the pump had an intermittent issue that when doing the run it would say no disposable. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No disposable messages error was found in event history log. Customer problem was duplicated during investigation. Investigation found downstream sensor had been contaminated by fluid ingression causing disposable not detected alarm. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue:replace downstream sensor.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 13-jun-2022 via email and attached to complaint object: the issue occurred during use with a patient. There was no patient injury as a result.